Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon the first deployment attempt, at 80% deployment, the valve frame appeared constrained near the annulus. The physician chose to recapture the valve into the delivery catheter system (dcs) and withdrawn from the patient. During the second deployment attempt, an infold of the valve frame was noted and the valve did not look right. The valve was recaptured and withdrawn from the patient. The implanting team was unable to completely resheath the valve and excessive tension was noted on the dcs. It was reported the top end of the capsule appeared ¿accordion¿. The valve and dcs were replaced. During the third deployment attempt, when the second valve was deployed, resistance was noted. It was noted the physician engaged the rumble strips prior to 80% deployment. At 70% deployment, the valve frame appeared wrong. The valve was recaptured into the dcs and withdrawn from the patient. Upon fluoroscopic inspection, the dcs capsule bent was noted. Subsequently, a third valve was loaded onto a new dcs. The valve was deployed successfully. No issue for the patient was reported. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the physician believed the expansion issue was caused by the load of the valve, not the patient¿s anatomy. It was reported that upon deployment, the second valve appeared infolded. It was noted that no issues occurred while loading the valves.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially opened and deformation to the capsule tip due to a valve being stuck at the capsule tip. There was a partial separation of the front grips with no evidence of attempted removal by force. The nosecone was coming out of the capsule at an angle, with the inner member covered by the valve stuck in the capsule. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule with three separate capsule outer layer perforations. There was damage observed to the threading on the section of the screw gear that was exposed. The capsule could not be retracted due to the capsule buckling. There was a bend to the proximal end of the stability shaft. The reported event for buckle could be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. Updated: b5, d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. There was a partial separation of the front grips with no evidence of attempted removal by force. It is possible that the separation of the front grips occurred during preparation of the device to return for analysis or during the transportation of the device back to medtronic, however, this cannot be conclusively confirmed. The device was received with the capsule partially opened and deformation to the capsule tip due to a valve being stuck at the capsule tip. The nosecone was coming out of the capsule at an angle, with the inner member covered by the valve stuck in the capsule. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule with three separate capsule outer layer perforations. There was damage observed to the threading on the section of the screw gear that was exposed. The capsule could not be retracted due to the capsule buckling. There was a bend to the proximal end of the stability shaft. It is possible that this occurred during the preparation of the device to return for analysis or during the transportation of the device back to medtronic, however, this cannot be conclusively confirmed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is possible that the second load attempt resulted in a poor load quality of the valve, and this resulted in the valve not looking ¿right¿, however, without load check images, this cannot be conclusively confirmed. The device instructions for use (IFU) instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. It is possible that the load quality of the valve resulted in the inability to re-sheath the valve, the excessive tension that was noted on the dcs, and the damage to the capsule that was evident on the returned device. However, this cannot be conclusively confirmed. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic product ID: evolutfx-29 serial: (B)(6) use by date: 2024-08-21 UDI: (B)(4). Product analysis: the valve was returned but could not be removed from the delivery catheter system (dcs) for analysis. Conclusion: in this event, a post-implant balloon dilation was not reported after the initial deployment. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. It was reported that the physician believed the expansion issue was caused by the load of the valve, not the patient¿s anatomy. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design a llows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Corrected to system report and update h6 and h11 with additional codes and investigation information pertaining to the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.